Event description:
Xience v coronary stent was attempted to be deployed in conjunction with a second xience v coronary stent. The guide wires for the two stents were tangled and as a result one of the stents would not pass. When the stent was removed and examined, it was found to have been damaged. Diagnosis: significant coronary artery disease of the lad.